Manufacturer narrative:
Batch review performed on 15 july 2026: lot 2336593: (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 06-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee instability due to an attenuated pcl and the cause is unknown. There was no indication of trauma or a fall. At about 2 years and 2 months post primary the surgeon revised the flex 4r - 11mm insert to a flex 4r - 13mm for increased stability. The surgery was completed successfully.